Manufacturer narrative:
Evaluation summary: customer reported that the shunt touched to the iris after the surgery; corneal endothelial cell loss was reported after the implant surgery and the device has remained in the patient's eye. The sample was not returned as it has remained in the patient's eye, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There have been 4 other complaints for the lot. Three of them with iris touch, and one complaint of corneal endothelial cell loss. Previous similar event report indicates that such events (iris touch) may be transient, and in those cases do not cause harm to the patient. As in this case - the shunt has remained in the patient¿s eye. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported corneal endothelial cell loss and a glaucoma filtration device touched to the iris following surgery. The patient experienced hypotony and serious choriodal detachment. Postoperatively. Approximately three days following the implant, a scleral suture was required. Suture lysis was performed. The device remains in the eye. Additional information was requested.